Event description:
It was reported that the clinician stated "the pump acted like it was infusion but after an hour nothing had infused." Upon biomedical engineer inspection, biomed reported the plunger head was hard to slide up and down. There was patient involvement however no patient harm.

Manufacturer narrative:
Per 803.52(f)(11)(iii), the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service. H3 other text : see manufacturer narrative.

Event description:
It was reported that the clinician stated "the pump acted like it was infusion but after an hour nothing had infused." Upon biomedical engineer inspection, biomed reported the plunger head was hard to slide up and down. There was patient involvement however no patient harm.

Manufacturer narrative:
Correction: annex a : a0801, a040502 annex g: g02005, g0201204 annex c: c02, c0702 annex d: d02 additional information: annex a : a040601 annex g : g04070 investigation summary: the complaint of a syringe module failing to infuse was not confirmed through log review or reproduced during testing. ¿ review of the syringe module event log showed on 09 october 2023 at 10:24 am, the syringe module was programmed to infuse a bd 5ml syringe with an available volume of 2.4136 ml of an unknown medication at a rate of 3 ml/hr (vtbi= 2.3886 ml). ¿ approximately forty-seven (47) minutes later, the syringe module alarmed syringe empty occlusion. ¿ after loading another bd 5ml syringe with an available volume of 2.7164 ml of an unknown medication and programming to infuse at a rate of 3ml/hr (vtbi= 2.6914 ml), the syringe module infused for approximately twenty-seven (27) minutes before being channeled off for unknown reasons. ¿ review of the logs could not determine the volume in the syringe at the end of infusion. ¿ review of the syringe module error log could not be performed because there were no error logs available at the time of download. ¿ the event pcu and its associated logs were not returned for investigation; therefore, some programming parameters could not be confirmed. ¿ laboratory testing found the device to be operating within specification. ¿ external and internal inspection of the device showed incidental findings only with no relation to the reported complaint. ¿ ensure that the displayed syringe manufacturer and syringe size correctly identify the installed syringe. Mismatches might cause an under-infusion or over-infusion to the patient that could result in serious injury and/or death. ¿ use of unapproved syringes can cause improper instrument operation, inaccurate fluid delivery or pressure sensing, or other potential hazards. ¿ inspection and testing of the event syringe and administration set could not be performed because they were not returned for investigation. ¿ the system was being used for treatment purposes as intended per 21 cfr 820.198(d)(2). Root cause: the root cause of the complaint of a syringe module failing to infuse was not identified. Laboratory testing showed the syringe module was operating within specification. Note that this report lists imdrf annex a040507, a0509, a0401, a1801, a040601,g04037, g04061, g02017,g0201503, g04070, c23, c17, c0601, d07, d01, d15, d11 codes not associated with the reported event but identified as reportable malfunctions observed on the device during investigation are unrelated to the reported issue. These other failures presumptively did not cause or contribute to the reported issue.

Event description:
It was reported that the clinician stated "the pump acted like it was infusion but after an hour nothing had infused." Upon biomedical engineer inspection, biomed reported the plunger head was hard to slide up and down. There was patient involvement however no patient harm.